Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient had not recharged in months. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient no longer plans to have the ipg replaced at this time. The patient is receiving injections for the headaches and wants to see if she attains relief before undergoing surgical intervention.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.